Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side "suspected r with bia-alcl" due to lymph node inflammation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient additionally reported right side¿having dislodged to sit higher¿, ¿was red in colour/ hot and triple in size¿ , ¿small amount of peri implant fluid is seen", and ¿rb has a capsular contracture."

Manufacturer narrative:
Additional, changed, and/or corrected data: a2, a4, b5, b6, d6a, h6.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5.

Event description:
Patient reported right side "suspected r with bia-alcl" due to lymph node inflammation, ¿having dislodged to sit higher¿, ¿was red in colour/ hot and triple in size¿, ¿small amount of peri implant fluid is seen", and "rb has a capsular contracture" baker grade unknown. Device remains implanted.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: lymphadenopathy unable to confirm as it is a medical event not related to the device. Anxiety-product/procedure: unable to confirm as it is a medical event not related to the device. Capsular contracture: unable to confirm as it is a medical event not related to the device but next to device observed red biological tissue. Malposition: unable to confirm as it is a medical event not related to the device. Inflammation/irritation: unable to confirm as it is a medical event not related to the device. Seroma-late: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Event description:
Patient reported right side "suspected r with bia-alcl" due to lymph node inflammation, ¿having dislodged to sit higher¿, ¿was red in colour/ hot and triple in size¿, ¿small amount of peri implant fluid is seen", and "rb has a capsular contracture" baker grade unknown. Device has been explanted.